Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: underweight, broken shell, biological tissue color white and missing piece of the shell. A microscopic analysis was performed which identify a sharp edge broken assessed as unidentified tear broken and missing piece of the shell. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: -a broken sharp in the posterior side assessed as unidentified (tear) opening. -missing piece of the shell assessed as inconclusive. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade unknown, rupture.

Event description:
Patient reported for right side "pain in breast since implantation", "right breast feels like different from the left one, some muscular contraction that put some pressure on the implant, which is not comfortable", "patient is ashamed and hung up by the breast", "patient wants to have it explanted and to get it replaced with a smaller size". Healthcare professional reported rupture and capsular contracture baker grade unknown. The device has been explanted.